Event description:
The customer reported the ortho provue analyzer misread sample reactions that contained mixed field reactivity. The ortho provue did not result the mixed field reactivity as dp (double population) as expected. No erroneous results were reported. A misread test result may lead to erroneous results being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the customer site and observed the reader camera cover was bent in the down direction. The fe straightened the reader camera cover and performed all reader camera adjustments. Repairs have returned the instrument to expected operation. (B) (4)